Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced an infusion set cannula kinked event on (B)(6) 2025. The blood glucose level was 300 mg/dl. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6010206 have already been previously tested in the (B)(4) on 23/mar/2025. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report database (B)(4) complaint test report. Device history record (DHR) review: the lot 6010206 was manufactured according to the work instruction (wi) version 75 manufactured in the line 6, on 16/nov/2024, with a total of 22,200 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 11/apr/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6010206 and other 1 complaint have been registered in database for the same lot and malfunction code. A second query was run in database on 29/apr/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6010206 and no other complaint have been registered in database for the same lot and malfunction code since the last trending review. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, other 1 complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the reference samples for the lot 6010206 have already been previously tested in the (B)(4) on 23/mar/2025. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report database (B)(4) complaint test report. Device history record (DHR) review: the lot 6010206 was manufactured according to the work instruction (wi) version 75 manufactured in the line 6, on 16/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 11/apr/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6010206 and other 1 complaint have been registered in database for the same lot and malfunction code. A second query was run in database on 29/apr/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6010206 and no other complaint have been registered in database for the same lot and malfunction code since the last trending review. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, other 1 complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.